Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced serious bodily injuries including extreme pain, recurrent infections, erosion of her internal tissues, dyspareunia, significant mental and physical pain and suffering and has undergone multiple surgeries and revisionary procedures and has sustained permanent injuries.

Manufacturer narrative:
The lot number was not provided and therefore the device history record could not be reviewed. The device remains implanted. The instructions for use which accompanies each device states in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The IFU states under precautions: "avaulta biosynthetic mesh should only be used by physicians who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of non-absorbable meshes. Acceptable surgical practices should be followed for the management of infected or contaminated wounds. The avaulta biosynthetic mesh implantation procedure requires diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, bowel, rectum, or other viscera during needle passage. Excessive tension should be avoided on the avaulta biosynthetic mesh and suture attachment points to account for wound shrinkage during the healing process. (B)(4).